Manufacturer narrative:
Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.

Event description:
The clear plastic case that these hex came in were cracked. There was no external damage to the brown box or inner white box upon delivery. User noticed cracks in the hex clear casing when taking them out of the white inner box to put on their shelf.